Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspected sub-cuff atrophy because the device was working as intended. The aus was explanted and replaced with a smaller cuff component. There were no additional patient complications reported.